Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. There were no out of specif ication anomalies or distortion with the lead at analysis.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported at the implant procedure, the distal portion of the lead was curved which made it difficult to implant. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.